Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances greater than 3000 ohms. Review of the device report found intermittent spike in impedances over the past year that just recently pushed out of range. Technical services suggested further troubleshooting and programming options, as the patient was not pacing dependent. The device remains in-service. No adverse patient effects were reported.